Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50x32mm promus element plus stent was implanted for treatment. However, during fluoroscopy, a non-flow limiting proximal edge dissection was noted. Subsequently, another 3.5x20mm promus element stent was used to overlap the dissection and the procedure was completed. No further patient complications were reported and the patient was doing well.